Event description:
It was reported that a patient presented with back-up vvi mode noted on the patient's implantable cardioverter defibrillator. The device was restored, but during later programming the device entered elective replacement indicator more. Premature battery depletion was alleged. The device was explanted and replaced on jul 30, 2025. No adverse patient consequences were reported.

Manufacturer narrative:
Reported event of premature discharge of battery was confirmed. Reported event of inappropriate or unexpected reset was not confirmed. The device was unable to establish telemetry upon receipt. The device was cut open, and battery voltage was found to be at end of life (eol). A longevity calculation was performed and found the battery depletion to be premature. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit anomaly in the hybrid was found to be the cause of the high current drain and premature battery depletion. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.